Manufacturer narrative:
Preliminary risk assessment indicates: severity: 3 (critical). Part 1: 3 (critical). Reason: critical for more than one fraction. Part 2: 1 (negligible). Reason: negligible for a single fraction (please note, literature (e.g. Iaea) indicates that dose should be delivered within 5% accuracy based on tcp data - see literature extracts below -a single fraction is well within this band, therefore negligible). Probability: c. Part 1: c (remote). Reason: improbable (to maximum remote) for more than one fraction -here assuming the same conditions as above, but multiple times for one single pt. Part 2: c (remote). Reason: remote for a single fraction (assuming this recording error goes un-noticed, despite the message at rtt, etc... And the user does not perform a manual recording, and a treatment plan is intentionally changed after this failed transfer/record in lantis). Treatment plans are normally only changed at a pre-determined stage in the treatment, meaning after dose x or fraction x and usually this change also means that the charts are carefully check at that point in time. No other products are concerned.

Event description:
A potential product issue has been reported with our artiste mv linear accelerator. In the abundance of caution, this issue is being reported. The pt is "(B) (6)" and the treatment that they did on the (B) (6) is missing in lantis. They noticed this on the (B) (6) and they recorded all tx's for the (B) (6) manually at this point in time. They say there were no error messages and no failed network jobs. A preliminary investigation was done for the pt keane and it was based on the available data: pt data from the rtt database. The save log from (B) (6) 2009. There was no report of injury and/or death reported. Root cause is described as failed transfer jobs is the cause of this issue. As save logs show successful txsummary and plan. Initial corrective action is an update of risk analysis is to be evaluated and corresponding adequate actions to be performed by product steering and product quality groups at siemens (B) (4).